Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump delivered the entire reservoir (300 units) of insulin all at once. The patient also identified a large air bubble along with smaller air bubbles in the reservoir. The customer's blood glucose at the time of incident was unknown. Troubleshooting did not occur for the over-delivery. The insulin pump and reservoir were not returned for analysis.